Event description:
It was reported that the customer experienced intermittent malfunctions on the pump, starting (B)(6) 2025 to (B)(6) 2025. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Correction bolus via the pump was administered by the customer, and no third-party assistance was required. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.